Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray device was defective. They physician attempted to use hemospray to stop a significant bleed in the rectum of a patient. They cleared the line [sic], removed the suction and attempted the 1-2 second bursts to deploy the hemospray. It did not work; no hemospray deployed [difficult or unable to spray - subject of report]. Tubing was checked, no powder had come into the line; checked connections and attempted another 1-2 second burst, nothing happened. Then the co2 cartridge began to release pressure. Device was no longer able to work at all. No reaction when button was pushed. The first two times of trying to push button, you could hear a slight click/engagement sound but then nothing came out. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in cardboard envelope. A lot number was not provided with the returned device. Our evaluation of the product said to be involved could not confirm the report as it was described. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in between the "on" and "off" positions. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not present around the nozzle of the device, on the catheter, or within the tray. When tested as returned the device did not spray. The co2 cartridge did not discharge when deactivated and was fully punctured. The foam insert was present inside the device in the correct orientation (slits toward the activation knob). The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The device was tested with a new co2 cartridge and activation knob. The device sprayed as intended. A small intermittent ticking noise was noted following spraying and when the co2 cartridge was deactivated a final small tick came from the co2 cartridge and it was noted dry ice had formed at the punctured point in the co2 cartridge. This was likely due to the device being moved from the upright position during our functional testing/ handling. When tested with another co2 cartridge and activation knob and, when ensuring to keep the device upright at all points, no ticking or dry ice was observed following another successful spray. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.